Event description:
It was reported that ¿when putting in a screw, the device started making a loud noise (sort of honking or squeaking noise) and it would barely turn¿ on the small battery drive device. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, however, the reporter clarified that the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of manufacture was unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling was damaged. Therefore, the reported condition was confirmed. The assignable root cause of was determined to normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.